Event description:
Consumer stated that he/she liked the toothbrush but he/she saw a few of the bristles separated from the main brush after a week of brushing. Consumer contributed it to his/her method of brushing.